Manufacturer narrative:
Insulin pump passed displacement test. However, insulin pump was unable to prime during the prime test and motor error alarm during basic occlusion test due to faulty force sensor. The motor was tested outside the device and passed. Insulin pump received with minor scratches on lcd window, cracked battery tube threads, broken reservoir tube lip and missing end cap sticker.

Event description:
It was reported the insulin pump alarmed during manual prime and insulin was squirting out. Customer's blood glucose was 129 mg/dl. Customer was disconnected during prime. The piston continues to move forward after reservoir contact. No number or beeps heard on the device. Customer was unable to leave prime. Customer tried different sets. The device was not dropped or bumped nor exposed to moisture. The drive support cap was not damaged. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.